Event description:
It was reported that the ptca/stent procedure was to treat an eccentric stricture in the mid rca with mild tortuosity and calcification. As the stent delivery system (sds) was being advanced, it would not cross the proximal rca. The sds was removed from the patient, but there was no stent found on the balloon. It was suspected that the stent was left behind in the proximal rca. An attempt was made to retrieve the stent with a snare, but this was unsuccessful. All the devices were removed and the guiding catheter was flushed, but the stent was not found. The proximal rca through the ostium was searched using forceps, but no stent was found. Angiography was perofrmed and the stent was not detected in the rca. The stent was never found. Reportedly, the pt was fine.